Manufacturer narrative:
Product complaint # (B)(4). Device received. Reporter is synthes rep. 510(k) exempt from premarket submission. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the t handle with quick coupling and a stardrive screwdriver shaft were stuck together. There was no surgical delay. The procedure was successfully completed. There was no patient consequence. This complaint involves two (2) devices. This report is for one (1) t-handle with quick coupling. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary. Visual inspection: the t-handle with quick coupling (part # 311.44 / lot # 9925586) was received attached to a stardrive screwdriver shaft t8 105mm (part # 314.467 / lot # 7525379). The front face of the coupling shows mild wear as there were small nicks present. No other visual defects were identified with the device. Functional test: functional testing showed that the sleeve can toggle however it does not release the attached screwdriver. Although the sleeve moves smoothly, the screwdriver remains in place thus the reported condition of unable to disassemble was confirmed. Can the complaint be replicated with the returned device(s)? Yes; devices cannot be disassembled dimensional inspection: dimensional inspection was not performed due to jammed condition of the devices. Relevant features were not accessible. Document/specification review: drawing(s) reviewed: (current & manufactured revisions). Conclusion: the overall complaint was confirmed for the received t-handle with quick coupling as it cannot disassemble from the received screwdriver. Although no definitive root-cause can be determined its possible the devices experienced unintended forces leading to an internal mechanical failure. The components of the devices may have galled together. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history part #: 311.44. Synthes lot number: 9925586. Manufacturing site: synthes jennersville. Release to warehouse date: 12-nov-2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.